Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for the tibia medial malleolar fracture with the guide wire in question. During surgery, the surgeon inserted 2 guide wires. The surgeon drilled one hole, but then had difficulty in drilling the second hole. After drilling, the surgeon inserted screws, and tried to remove the guide wires. When removing the second guide wire, the screw slightly came out and the tip of the guide wire was broken. Image intensifier showed the fragment of the guide wire remained in the bone. The surgeon decided to leave the fragment in the bone. The surgery was completed without any surgical delay. No further information is available. Concomitant device reported: unk - screws: cannulated: trauma (part # unknown, lot # unknown, quantity # unknown), unk - guides/ sleeves/aiming: sleeve (part # unknown, lot # unknown, quantity # unknown), unk - guides/ sleeves/aiming: guide (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) guidewire 1.25 w/thread-tip w/ trocar l1. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot - DHR review for 292.620s with lot 5l52418. Part number: 292.620s, lot number: 5l52418, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 26. July 2019, expiry date: 01.july 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. DHR for unsterile part: part number: 292.620, lot number: 5l36011, manufacturing site: balsthal, release to warehouse date: 09 july 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. DHR review for 292.620s with lot 6l33622: part number: 292.620s, lot number: 6l33622, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 17. Oct. 2019, expiry date: 01. Oct. 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. DHR review for unsterile part: part number: 292.620, lot number: 6l07733, manufacturing site: balsthal, release to warehouse date: 09 sep. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2: additional device product code: hty. D4: potential lot numbers of the guide wire are "5l52418" and "6l33622", since it is unknown which guide wire broke during the procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.